Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for gram negative organism in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment for the peritonitis was not reported. The nurse believed the cause of the peritonitis was due to the daughter's cat. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, pd therapy was discontinued. At the time of this report, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and no root cause determined due to lack of sample available for evaluation. This complaint was opened to address a patient reaction of peritonitis. The nurse believed the cause of the peritonitis was due to the daughter's cat. A batch review was performed for suspect lot numbers, with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.